Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of ventral hernia and diastasis recti with mesh. He had revision surgery 5 months post-surgery. The patient underwent a herniorrhaphy umbilical reducible procedure. The patient experienced additional surgery, recurrence, and revision.